Event description:
The facility reported a pump with air detected on channel b that would not clear. This problem occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 18 2007. Product evaluation: the reported condition of a pump in which air was detected on channel b that would not clear was confirmed during product evaluation and was due to an out of specification air in line printed circuit board (ail pcb). The ail pcb was replaced and calibrated.